Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the service and repair department documented that a consultant from (B)(6) reported a complaint on a 388.621. No further information was provided. The plastic portion of the handle for hook or screw holder broke into 4 pieces during a procedure. X-ray confirmed no fragments left in patient. The surgeon was able to use another device at time of procedure. There was no time delay and no harm to patient. No additional information was available. This is report 1 of 1 for (B)(6).

Manufacturer narrative:
(B)(4): service history review: lot 6556563: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A product investigation was completed: a handle for hook and screw holder for uss (388.621 lot 6556563 manufactured march 2011), reported with condition of cracked handle, was returned for service and repair; technician confirmed the handle was broken and instrument could not be repaired, as such was forwarded to complaint handling unit engineering for further evaluation. A definitive root cause was unable to be determined; however the failure mode is consistent with the application of excessive force. The phenolic handle was received broken with four pieces returned and the sleeve and compression spring were returned disassembled. Relevant drawings for the instrument from the time of manufacturing were reviewed. The drawings call out the appropriate dimensions, material and finishing processes for a successful design. No design or manufacturing deficiencies were identified which would lead to the complaint condition. Health professional inadvertently checked; should be foreign and company representative only. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.